Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn: (B)(6) was performed from date of manufacture 02/28/2019 to the present date 12/04/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200284489 for out of specification which does not correlate to the customer reported issue.

Event description:
It was reported that there was an issue with the keypad. No patient involvement was noted.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was an issue with the keypad. No patient involvement was noted.